Event description:
It was reported that during implant attempt of the replacement lead the physician had to reposition the lead several times and the helix became difficult to retract. The lead was not used and another lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. The distal end/electrodes of the lead became extrinsically damaged due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.